Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2003v into the patient's eye and noticed the trailing haptic was torn, so he cut the lens to remove it and replaced it with another model lens. No patient injury. The reporter stated that the lens became damaged during the loading process.

Manufacturer narrative:
A visual inspection of the returned product shows the lens has one haptic torn off into the optic of the lens and half of the other haptic is torn off and missing. There is a small tear in the optic of the lens. The cartridge was received and there is a lens haptic in the funnel of the cartridge. There is clear surgical residue on both the lens and the cartridge. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined . It should be noted that the injector was not returned for evaluation.